Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5156013.

Event description:
It was reported via the food and drug association (FDA) medwatch program that right atrial (ra) lead was explanted due to an unspecified infection and conductor fracture. The patient was stable throughout the procedure. Further information was not provided.